Event description:
It was reported the customer was unable to remove the battery cap from insulin pump. Customer is unable to open battery cap with a screwdriver, stated it is very difficult. The blood glucose reading was 107mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.